Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that the customer was hospitalized for high blood glucose levels. The wife stated that this is the third hospitalization in a year, and requested a replacement insulin pump. The wife had no information about the previous hospitalizations. Nothing further was reported.